Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator with diagnostic code (post timer/24v failure). No patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer provided a quote of repair to the customer. The customer has not accepted the repair purchase order, and there is no report of the customer having repaired the device. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.